Event description:
It was reported that patient had a fall 2 weeks prior to the call. The patient had MRI of her brain which was not related to device .it was noted that the MRI was because of the patient fall 2 weeks prior to the call. The patient was assisted turning neurostimulator off and back on. It was noted that patient was now feeling stimulation but it was at the neurostimulator site (ins) not in her intestines or bicycle seat area. The patient stimulation was increased up one more and was not feeling stim at the ins anymore. The patient had her for a year and half and has never done anything with it. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va02dme, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was later reported that patient received assistance from their manufacturer representative and her concerns were resolved. The patient also mentioned had MRI completed on (B)(6) 2014 for head.